Event description:
This is a report of a flo-gard infusion pump with a failure code 38, which could have caused an interruption of delivery. The reported condition occurred upon power up in the pediatrics unit. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with failure code 38 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective left force sensing resistor (fsrs). Both fsr's sensors were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.